Event description:
The patient was experiencing pain and underwent an anterior lumbar interbody fusion with a synfix-lr implant on (B)(6) 2013. While the surgeon was trialing for his first implant selection, he was using a mallet to aid in the placement of the trial implant. While he was tapping the trial into place with the mallet, the tip of the coupling piece within the handle broke off inside of the trial where they are threaded together. The surgeon removed the handle from the patient and when he realized what had happened, he used some type of general surgical instrument to remove the trial implant. It was determined that the tip of the coupling instrument was threaded too far into the trial implant and therefore, could not be removed. This rendered the trial non-functional for the rest of the procedure. Neither the patient nor the surgeon experienced any type of injury when the event occurred and the procedure continued as planned. There was no surgery delay. The case was successfully completed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.a manufacturing evaluation was conducted. The trial spacer handle p/n 03.802.151, is a subassembly of the synthes product drawing number 389.151. Although a lot number was not available, the synthes subassembly drawing and the component drawing were used to verify dimensions. Since a lot number was not available with this complaint, the manufacturer / supplier and the revision level cannot be identified. The complaint condition (broken threaded tip) was due to an unknown cause. (B)(4)

Manufacturer narrative:
A product development event evaluation was conducted. The report states that one spindle assembly and one trial spacer (part# 03.802.019) were returned with a complaint category of ¿broke¿. The two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space (information provided per synfix-lr system technique guide 7022-I). The returned spindle assembly was received with the tip broken. The broken tip of the spindle assembly remains inside the orifice of the trial spacer. The knob of the spindle assembly has significant hammer marks as evidence of routine use. Also, the shaft of the spindle assembly exhibits scratch marks and discoloration. The trial implant 03.802.019 (lot # 2346513) was manufactured on july, 2008 and is approximately 6 years old. The returned part show significant scratches and some of the anodization has been removed in places. These findings are consistent with routine use. Also, the tip of the spindle assembly is broken into the orifice of the trial implant. There are 119 complaints that are similar to the failure mode in the entire us complaint history (search criteria january, 2006 to april, 2014) and approximately 28,387 have been distributed in the us for the same time frame which results in an estimated occurrence rate of 0.42%. The chu engineer reviewed risk analysis (usspi07006 version g) for this device. Line # 140 adequately addresses the harm of this complaint condition. Per the risk analysis the estimated occurrence rate is > 0.10% and </= 1%. Therefore, this part # 389.151 with this type of error is assessed as a severe with a moderate severity of harm ¿3¿ and an occasional probability of occurrence of ¿3¿ with possible harm listed as device fragment or trial retrieval and significant prolongation of or time. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.